Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary:the condition of underdelivery was confirmed. Inspection of the device found that this was caused by a faulty pump head module that was replaced.